Event description:
Healthcare professional injecting a patient was injected in the cheeks with 4 syringes of juvéderm® voluma¿ xc, in the jawline with juvéderm® volux¿ xc, and in the lips with skinvive¿ by juvéderm® and 1.5 syringes of an unspecified dermal filler. The patient was hospitalized for 1.5 weeks for ¿cellulitis,¿ where they were treated with antibiotics. The patient¿s zygomatic arch was ¿swollen and inflamed.¿ a medical director determined that the event was a ¿delayed onset allergic reaction. The patient was treated with hylenex, high doses of antihistamine, and 2 steroid packs. Event status is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-21949), (B)(6) (emdr-21958), (B)(6) (emdr-21951). This emdr is being submitted for the suspect product, skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.